Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue, resolved the problem by replacing and installing a new drive regulator (0103-00-0633), the stm then complete full calibration, functional testing and safety check to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the drive regulator was damage in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 (type of investigation), h10, h11 corrected field: g2.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the drive regulator was damage in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.